Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture and high impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the inner coil was fractured due to fatigue at 49.3 cm from the connector pin.